Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted and no moisture damage on electronics noted. Analysis was unable to perform displacement, basic occlusion, occlusion, and prime/ compromised force sensor, excessive no delivery test due to button error alarm. The insulin pump was received without original bel clip and had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. To the public under the freedom of information act.

Event description:
The customer reported via phone call that the pump had button error alarm, keypad anomaly, and experiencing high blood. The blood glucose at the time of the call was 263 mg/dl. The customer states the insulin pump kept scrolling through, until it got stuck on the blood glucose screen, and is now alarming button error. The customer was also mentioned she was experiencing high blood of 382 mg/dl. The customer did not was to troubleshoot the high blood glucose, because it happen the day prior to the call. The customer did not have a backup plan, but stated she does have syringes. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.